Event description:
This lead explanted directly after being implanted because the lead dropped a few times. After the pocket was closed, the physician realized this had happened again and had to re-open the pocket and replaced the lead with a competitor's lead. There were no adverse patient effects reported. If additional information becomes available, this event will be updated.